Manufacturer narrative:
Na h3 other text : na.

Event description:
The initial reporter stated there was an acrid odor coming from the cobas 8100 system. The customer stated the odor coming from the system smelled similar to burning rubber. The smell occurred for a short time and then went away. There was no evidence of fire, burning, or physical damage to the device due to excessive heat. The customer also stated the system issued a cooling unit error. The customer set the system to go offline. There were no injuries related to the smell. The field service engineer determined that there was a burned transistor lead on a printed circuit board.

Manufacturer narrative:
During investigations, a reproduction test was performed in which overcurrent was deliberately applied to the affected circuit board of the centrifuge unit. The issue could not be reproduced. Conditions under which an overcurrent is applied may include a short circuit of the start relay, mechanical locking of the condensing unit, etc. The centrifuge unit of the system draws outside air from the bottom of the system to prevent temperature rise in the centrifuge unit. The air filter is installed to prevent dust and other foreign matter from entering the system when taking in outside air. Product labeling instructs the customer to clean the filter weekly. The investigation could not identify a product problem. The cause of the event could not be determined.